Manufacturer narrative:
The device was at elective replacement indicator (eri) level upon receipt. Visual inspection of the header and connectors did not find any anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes measured normal current level and no indication of premature depletion was noted. Longevity assessment was performed based on average drain current, and the device exceeded seventy-five percent of projected longevity indicating normal battery depletion.

Event description:
New information received noted that device was explanted and replaced on (B)(6) 2025. Patient condition was stable before, during, and after the event.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.